Event description:
The programmer/analyzer had high thresholds, no sensing and low impedance. A replacement programmer/analyzer was able to sense and read impedances correctly. The radio frequency (rf) head was also returned and subsequently tested out of specification at the manufacturer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the programmer was returned and analysis found no fault with the programmer. (B)(4): the analyzer was returned and analysis found that it intermittently failed due to broken and loose barrels in the patient connector. (B)(4): analysis found that the electromagnetic field immunity testing was out of specification.